Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention in the emergency room. The consumer's blood glucose readings were low showing the device to be performing as intended. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.